Event description:
It was not possible to interrogate the device in inductive telemetry during the last follow-up. The penultimate follow-up was performed on (B)(6) 2016 without any issue. Rf for remote monitoring setting is on. Preliminary analysis confirmed the inductive telemetry blockage. A recovery procedure was performed on (B)(6) 2017 resolving inductive telemetry issue.

Event description:
It was not possible to interrogate the device in inductive telemetry during the last follow-up. The penultimate follow-up was performed on (B)(6) 2016 without any issue. Rf for remote monitoring setting is on. Preliminary analysis confirmed the inductive telemetry blockage. A recovery procedure was performed on (B)(6) 2017 resolving inductive telemetry issue.